Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. Review of the device logs revealed an increased intraperitoneal volume (iipv) had occurred. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv identified via device log review. The device functioned normally during pal testing .the assignable cause of the iipv was determined to be: insufficient drain. Use error, tidal uf removal set too low. A labeling review was performed. The current labeling for the trainer's guide- homechoice/homechoice pro apd systems, was found to be sufficient. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. The root cause for this issue is currently being investigated through CAPA number (B)(4). Additional information: product surveillance followed up on (B)(4) 2010 with the peritoneal dialysis (pd) nurse and provided the results of both the hc device evaluation and assignable cause for the iipv. The nurse reported the hp did not report any overfill symptoms and there was no patient injury or medical intervention associated with this event. The nurse reported the hp is doing very well with her current therapy. The nurse will review the device settings.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The fill volume was 2500ml and tidal volume was 2250ml. The drain volume was 4426ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
A neoventa medical ab employee heard about this case of a poor newborn outcome that has been reported to the medical board in (B)(6). The information was internally entered in the clinical feedback log.